Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "otitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "otitis", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® voluma¿ and juvéderm® volift¿. Approximately four and a half weeks later, the patient received their first covid-19 vaccination. Approximately two and a half weeks later, the patient was then injected with juvéderm® volbella¿ with lidocaine. Approximately two weeks later, the patient developed otitis, deemed not device related. Approximately 4 weeks later, the patient was injected with a second dose of the covid-19 vaccine. Two days later, the patient experienced "beginning of edema, sub interstitial angioedema, and late appearance of nodules at voluma¿ injection site". The status of the events is unknown. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03213 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volift¿.